Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent was distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified unspecified artery. A 32 x 2.25 promus premier¿ stent was selected to treat the lesion; however the device was unable to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good. However, returned device analysis revealed proximal stent damage.